Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful valve replacement. Per the operative report, after the valve was seated, "it was noted that the posterior post of the valve was partially impinging on the endocardium and resulting in possible problem with leaflet motion." The valve was explanted and replaced.

Manufacturer narrative:
(B) (4) = unsuccessful valve replacement.(B) (4) = device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.